Manufacturer narrative:
Pump received with no physical damage noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Keypad connector was inspected and locked on lcd board. Pump passed displacement test and self test. No missing segments or back light anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump ¿s buttons were reacted slower. The customer¿s blood glucose was unknown. Customer states that the insulin pump¿s screen became dimmer and hard to read. The insulin pump had rainbow effect. The insulin pump will not be returned for analysis.